Manufacturer narrative:
(B)(4) . (B)(6) 2015. Evaluation summary: the device was not available for evaluation; however, the customer did provide a photograph of the device. A photographic inspection identified that there was a ruptured bladder. The cause of the ruptured bladder could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor ruptured duing filling with a cytotoxic drug. There was no patient involvement. No additional information is available.